Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2016-02110. It was reported the patient experienced unintended and ineffective stimulation due to lead migration. As a result, surgical intervention was taken wherein the leads were explanted and replaced which resolved the issue. Reportedly, effective stimulation was restored postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2 reference MFR. Report# 1627487-2016-02110.